Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and an internal battery anomaly was determined to be the cause of the premature battery depletion.

Event description:
It was reported that the device battery has been exhibiting rapid battery depletion in last 6 months. A sudden drop was noted within a month. Device remains implants. Patient is being monitored closely. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that device was explanted and replaced. Patient condition was stable after the event.

Manufacturer narrative:
The initial was originally submitted back in 2014. Follow-up to this initial was submitted in 2018 (2017865-2018-04681) again as initial instead of supplement report. We are re-submitting the initial report submitted in 2018 as supplement under previously submitted initial MDR in 2014. Correction: manufacturer report 2938836-2014-12472, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.